Event description:
Customer reported that, he believes he was receiving erroneous results due to improper storage of strips. Customer stated that he was injecting insulin based on these potentially erroneous results. Customer reports that his device read 239 mg/dl while the paramedic's device read 51 mg/dl. It is unclear if any treatment was given to the customer. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.